Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported left side rupture. Ultrasound was performed. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed as surgical impact opening (shell thickness within specification). Lymphadenopathy: unable to observe as it is a medical event not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Additional observations: crease is observed. Nicks are observed assessed as non-penetrating nick. Missing shell assessed as inconclusive. Missing orientation dot assessed as inconclusive. Wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Ultrasound was performed. The device has been explanted.